Event description:
The information provided to sjm indicated a 6f angio-seal sts plus was selected for use following a percutaneous coronary intervention (pci). The vessel was 7-8mm in diameter with no calcification or stenosis. The sheath/carrier tube assembly could not be pulled-back. The puncture site was incised by 4cm to remove the anchor. The site was closed with sutures. The patient was discharged 5 days following the incident.